Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had air in the line. The air in the line was observed while the set was connected to a spectrum iq infusion pump. This issue was identified during programming/set-up at the emergency room prior to patient use. There was no patient involvement. No additional information is available.